Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017-mar-26. It was reported that the patient¿s refill was scheduled for tomorrow ((B)(6) 2017), but the patient¿s pump had been alarming non-critical for some time and then today ((B)(6) 2017) started the critical alarm. The representative wanted to clarify when that would occur. It was reviewed that the critical alarm would start when the pump calculated a reservoir volume of 0 ml. It was stated that the patient¿s refill date had been pushed out since he hadn¿t been using all his personal therapy manager (ptm) boluses and they were planning to refill it on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 15 mg/ml dilaudid a t a dose of 4.184 mg via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the healthcare provider (hcp) called and said the patient was reporting hearing an alarm. The representative was asked to contact the patient. The patient informed the representative that his alarm was every 2-3 hours. The refill date on the paperwork was listed as (B)(6) 2017. The representative asked why he hadn¿t been in for refill and the patient stated it was because he wasn¿t scheduled until later. At the last refill, they pulled out 10 ml, so they scheduled his next refill a bit later than the date as he doesn¿t use all of his personal therapy manager (ptm) enabled boluses. The patient began hearing his alarm on (B)(6) 2017. The representative was not aware of any environmental, external, or patient factors that may have led or contributed to the event. The representative offered to meet the patient to read the pump and the patient refused stating he was busy working the whole day. The hcp office had called in medications to fill his pump on (B)(6) 2017. The hcp did a calculation of how much medicine should be left. The patient should have got through the weekend without the reservoir being empty. The issue was not resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. The patient medical history was asked and would not be made available. Additional information was received on (B)(6) 2017. The patient presented to the emergency room (ER) on (B)(6) 2017 morning with withdrawal symptoms (patient described as flu like). The ER treated the patient with intravenous (IV) dilaudid and gave him some oral medications too then discharged him. The cause was stated as the patient needed a refill. The date for refill was incorrectly scheduled into (B)(6) after last refill. It was stated that the pump operated correctly as it alarmed non-critical and then critical due to low reservoir. The patient weight was (B)(6). The information provided was the patient account of what happened on (B)(6) 2017. The representative had not confirmed with the hcp. The patient was scheduled for refill on (B)(6) 2017 and the logs were checked by the hcp. The representative hadn¿t had an opportunity to confirm with the hcp. There were no further complications reported or anticipated.